Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that since implant her therapy had worked for her ¿on and off.¿ the patient reported that stimulation was not going to the spot she needed it since implant. The patient was advised to follow up with their healthcare provider (hcp) for an adjustment. Additional information was received from the patient on 2016-07-05. The patient reported that she tried different setting as steps taken to resolve the stimulation in the wrong location and intermittent stimulation. The patient reported that she was in a lot of pain. The patient reported that the issues were somewhat resolved. Additional information was received from the patient on 2017-07-17. The patient reported that the ins had never been effective for her as she would like and this had been the case since implant. The patient reported that she wished she didn¿t have the implant. The patient reported that she used to leave the ins on at night but she no longer did because it was bothering her. The patient also reported that surging had been occurring since the implant was placed. The patient reported that stimulation would occasionally surge and she would move into a different position and that seemed to resolve the issue. The patient reported that her ins was currently on and she did feel stimulation. The patient reported that she attempted to call a manufacturer¿s representative (rep) but the line was not available. The patient reported that she had her ins adjusted in the past. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it was not working very good for the pain. The device was adjusted but was not working that good. The stimulation surging and implant not being effective issue was not resolved. Patient did not provide the weight information. No further complications were reported/anticipated.